Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed that the evacuation bypass valve (ebv) was responsible for the reported positive control failure. He replaced the ebv and was able to run controls successfully. The system was operational. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported they are failing positive control and focus on their iq200 select instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.